Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the alarms. Customer's blood glucose was greater than 400 mg/dl but less than 500 mg/dl. Root cause could not be determined as customer resolved the issue prior to contacting tandem technical support.